Manufacturer narrative:
Concomitant medical products: 6944-65 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was exhibiting abnormal battery depletion. The device remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.